Event description:
It was reported that was experiencing pain at the implant site. It was also noted that the ipg was sticking out and had to charge frequently. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.